Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign material existed inside the nozzle but could not determined the foreign material. The rootcause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material clogging the nozzle due to insufficient cleaning. In addition, angulation in the up direction was insufficient and there was play in the up/down angle knob due to elongation of the angle wire, the adhesive on the bending section cover was cloudy, water supply volume was insufficient and the drainage did not meet standard due to clogging of the nozzle, the insertion section was scratched due to handling, and the adhesive around the objective lens and light guide lens was cloudy due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the nozzle of the subject device was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.